Event description:
Complainant alleged that while attempting to treat a patient, the device displayed "system fault 36", system fault 37", "defib fault 84", "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.